Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: france. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : location unknown.

Event description:
It was reported a patient had an initial right elbow arthroplasty approximately 4 years ago. Subsequently, the patient was revised due to failure of the extensor apparatus sometime later that year. No further details or outcomes have been provided.